Event description:
Hcp reported pt presented with obvious external signs of an infection in 2005. The pt was treated with oral antibiotics and is currently receiving IV antibiotics. Hcp expects a complete recovery. The device was explanted and returned to the manufacturer for analysis. A follow-up report will be sent if add'l info is received.